Manufacturer narrative:
H.6. Investigation: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified and the root cause could not be determined. A device history record could not be evaluated as the lot number is unknown. A review of past 12 months quality notification was performed and no quality notification was raised on the reported defect and catalog h3 other text : see h.10.

Event description:
It was reported that extravasation occurred while using cathena 20gx1.25in winged bc. The following information was provided by the initial reporter: vvp diffusion left elbow bend 1 hour after installation (with new cathlon). Céfazoline was in progress. No redness.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that extravasation occurred while using cathena 20gx1.25in winged bc. The following information was provided by the initial reporter: vvp diffusion left elbow bend 1 hour after installation (with new cathlon). Céfazoline was in progress. No redness.